Manufacturer narrative:
The pump passed the displacement. However, pump error 63 alarm during self test and confirmed in the pump history due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.